Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7120461. Product family: scs-ipg-r-MRI upn: m365sc12160, model: sc-1216, serial: (B)(6), batch: 559642.

Event description:
It was reported that the patient was experiencing pain at the lead incision site. It was noted that the patient had delayed healing at the lead site. It was also mentioned that the patient was not getting an adequate pain relief and was feeling stimulation in the abdomen. Reprogramming was attempted and it was successful. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg and leads were not returned as they were kept by the medical facility.